Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral vessel closure in the right and left common femoral arteries (rcfa and lcfa) was attempted with two prostyle devices in the lcfa and two prostyle devices and one proglide device in the rcfa relative to a transcatheter aortic valve replacement (tavr) procedure. Pre-placement of the two prostyle devices in the lcfa were successful and were used to achieve hemostasis after the tavr procedure. Reportedly, after the completion of the tavr procedure in the rcfa, the prostyle device attempted was difficult to insert via a 6f sheath hole. Despite noting resistance, the physician continued to advance the device. The blood flow from the marker lumen was not pulsatile. Without pushing the plunger, the needles inadvertently deployed and a cuff miss [suture retrieval issue] occurred. The needles were visible from the distal guide. A proglide device was attempted, but still, the blood flow from the marker lumen was slow. The use of a proglide was abandoned and the physician went back to use of a prostyle device, but again, the blood flow from the marker lumen was not pulsatile. Despite not observing pulsatile blood flow from the marker lumen, the prostyle device was still used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed emdr, the following information was corrected.the prostyle issues occurred in the left common femoral artery and not the right common femoral artery as previously reported. No additional information provided.